Manufacturer narrative:
Unable to verify s/v due to constant flashing white light on the display. Unable to verify missing segment due to blank or flashing white lcd. Device received with a blank flashing white light on the display due to vertical cracked lcd controller electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was blinking white. Customer's blood glucose reading was 3.8 mmol/l. Insulin pump will be returning for analysis.